Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that dislodgement and loss of capture were observed. The lead was explanted and replaced. The patient left the hospital in stable condition.